Event description:
It was reported that during preparation, the stent was found to be damaged after removal of the protection sheath. The stent struts were reportedly lifted. The procedure was completed with another of the same device. There were no pt complications.